Manufacturer narrative:
The account was performing preventive maintenance on the bed when the issue was found. The communication cable was not damaged. The issue was most likely due to an open wire in the communication cable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on their beds. The communication cable was replaced by the account to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported that the communication cable was not sending a nurse call signal to the nurse station. The bed was located in the bed shop at the facility. There was no pt/user injury reported. (B)(4).